Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to change the set because it was not delivering. The customer stated they were able to get it to work with a second change set but their blood glucose levels went up to around 300 mg/dl yesterday afternoon. The customer reported that they had recently experienced a high blood glucose level of 519 mg/dl. The customer stated they were in the hospital for ammonia. The customer¿s current blood glucose level was 467 mg/dl. The customer had treated their blood glucose with a bolus from the insulin pump. Troubleshooting was performed and insulin exited without incident. The customer was advised to change the set as soon as possible and to call back to run the high-pressure test. The device will not be returned for analysis.